Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system and accessory set were received for evaluation. Visual inspection verified the power extension cable and the power supply were frayed, and wires were exposed. The power cord was undamaged. The backplate of the device was removed and a golden power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that epiq-ncmr00058638 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power extension cable of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.